Event description:
Reporter alleged the customer received a result of 181 mg/dl on the aviva system when the customer was close to passing out. Reporter stated that she called the paramedics who arrived in 15 minutes and obtained a result of 60 mg/dl on their system. Reporter stated that they treated the customer with glucose and took the customer to the hospital where she was admitted. Reporter stated that one hour prior to the event, the customer took her normal 52 units of novolog insulin. No other actions were reported taken or treatment received. No adverse event reported as there was not a delay in treatment. A request was made for the return of the affected product.